Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the intraperitoneal antibiotics were discontinued 44 days after initiating. The same day, the patient started on intravenous vancomycin (1 gm every three days, discontinued) and ceftazidime (1.5 gm daily, discontinued) for peritonitis. Forty-four days after event onset, pd therapy was discontinued. The pd catheter was removed and the patient shifted to hemodialysis (ongoing). At the time of this report, the patient was not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with injection vancomycin (1 gm, once daily, intraperitoneal, ongoing) and injection ceftazidime (1.5 gm, once a day, intravenous, ongoing) for peritonitis. On an unknown date the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.